Event description:
The manufacturer received information from a distributor alleging a patient experienced a ventilator service required alarm was frequently sounding on a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, supercap failed, was observed on the device's error log. The service technician further evaluated and determined the system printed circuit assembly (pca) had caused the ventilator service required alarm to occur on the device. In conclusion, the device's system pca was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the inline proximal filter was replaced for the fio2 sensor receptacle verification test step failing on the device. This was unrelated to the reportable issue.